Manufacturer narrative:
This follow-up MDR is created to document the corrected device information, additional event information and explant date, and evaluation of the returned device. A titan pump, two cylinders and a reservoir were returned for evaluation. Examination and testing of the returned components revealed no functional abnormalities with the pump or reservoir. Two separations were noted in both cylinder bladders near the tips. Testing revealed these to be sites of leakage. Microscopic examination of the separations indicated they had a central groove to them, indicating contact with sharp instrumentation such as a needle. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint. A review of the complaint history database revealed no trends for lot 6287824. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. No patient injury was reported. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separations in both cylinder bladders occurred subsequent to the device packaging being opened. The information received indicated that the physician stuck a needle in the cylinder to drain the device to alleviate the patient's pain. These separations are not associated with the cause for failure. Because no functional abnormalities were observed, other than the instrument damage to the cylinder bladders, quality cannot determine the cause of the reported event.

Event description:
Additional information received from the tm indicated the device was being returned for evaluation as it was explanted on (B)(6) 2018. The physician performed testing on the device. He refilled the device and squeezed it and the lo valve worked. With a feather touch pressure on the valve, it began to free flow again.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the tm stated the patient was experiencing auto inflation and pain the day after implantation. The doctor was deflating the device and it kept auto-inflating. The doctor tried to keep it inflated over the weekend and then deflate it again the following monday. The patient was in a lot of pain, so on (B)(6) 2018 the doctor stuck a needle in the cylinder to drain the device and alleviate the pain. The device was placed ectopically and the tm and rsd believe that it was placed incorrectly and needs to be repositioned. The device remains implanted and will be revised at a later date.